Manufacturer narrative:
It was reported that a non-stryker recommended solution was implemented for ceiling covers in 5 operating rooms. It is unknown where the fabricated sheet metal pieces were constructed from. Further investigation is pending at this point in time. During a case, in one of these rooms, there was a halogen suspension that was moved which collided with the lower elevation ceiling causing the fabricated extension of the ceiling cover to come apart exposing the ceiling plumbing/wiring etc. Since there are 5 rooms where these fabricated ceiling cover extensions are located, and each room is used for operations, there is the potential for debris to fall into the sterile field if one of these covers pops off during a case. This is not a single use device.

Event description:
It was reported that during a case, one of the halogen suspensions was moved and collided with the lower elevation ceiling causing a non-stryker fabricated extension of the ceiling cover to come apart exposing plumbing/wiring etc.